Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage occluder was successfully implanted without complications using a 12f amplatzer amulet delivery sheath. Prior to procedure, a pericardial effusion was observed. During the procedure, there was no difficulty implanting the amulet occluder. During the procedure, 10000 units of heparin were administered, and the transseptal puncture was inferior and posterior. The left atrial pressure at time of procedure was 16mmhg. There was no reversal agent given to reverse heparin. That evening following the implant of the device, the patient's condition worsened, and a transthoracic echocardiogram (tte) revealed a large pericardial effusion. The pericardial effusion was approximately 6-8mm and developed into cardiac tamponade. The cause of the pericardial effusion was unknown. The patient died on (B)(6) 2023.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage occluder was successfully implanted without complications using a 12f amplatzer amulet delivery sheath. Prior to procedure, a pericardial effusion was observed. During the procedure, there was no difficulty implanting the amulet occluder. During the procedure, 10000 units of heparin were administered, and the transseptal puncture was inferior and posterior. The left atrial pressure at time of procedure was 16mmhg. There was no reversal agent given to reverse heparin. Following the implant of the device, a transesophageal echocardiogram (tee) showed successful laa closure by amulet occluder. A minor, 3mm pericardial effusion was seen in front of the right ventricle. That evening following the implant of the device, a transthoracic echocardiogram (tte) revealed that the pericardial effusion was approximately 6-8mm with no signs of compression. On (B)(6) 2023, it was noted that the effusion continued to increase and lead to cardiac tamponade with consecutive circulatory failure. Cardiopulmonary resuscitation (CPR) was started. Pericardiocentesis was performed, and approximately 400ml of blood-tinted effusion was removed. After 55 minutes of CPR, return of spontaneous circulation (rosc) was achieved. The patient was transferred to the intensive care unit (ICU) under controlled ventilation and noradrenaline support. The patient had severe hypoxic brain damage after extended CPR with bulbar brain syndrome. The patient died on (B)(6) 2023. The cause of the pericardial effusion was unknown.

Manufacturer narrative:
An event of pericardial effusion and patient death was reported. The effusion progressed until the patient decompensated, requiring 55 minutes of acls protocol and anoxic brain injury occurred during this event resulting in the patient's demise. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Imaging was received from the field which was reviewed by abbott medical affairs. This review found that the first image showed the long axis for the trans-septal puncture with a sheath crossing the septum at significantly below the true fossa ovalis. The second shows a tee x-plane where a highly elliptical windsock appendage is seen, with >5mm distance between all aspects of the laa and both the pa and ts. Image 3 showed a deployed amulet in tee. The disc was below the pulmonary ridge. The lobe is 100% distal to the lcx with "barrel" compression (appropriate).distal lobe to pa distance is at least 4mm in both views. Of the remaining images, one showed an angiogram with a catheter deeply seated in what appears to be the lipv via a transseptal sheath with the other two showing a "push/pull" type tension test, and a more conventional tension test. Neither exhibited device instability. In the reviewer's opinion, the most likely etiology of the pericardial effusion, given the imaging and clinical presentation, was that the trans-septal puncture was too inferior. This can create perforations of the ra and la that are not recognized while the delivery sheath is in place, as the sheath spans both perforation sites and prevents effusion. Once the delivery sheath was withdrawn, a hemorrhagic effusion steadily develops via these perforations. There is no indication of a product quality issue with regards to manufacture, design, or labeling.